Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. Ventec observed that a broken low pressure o2 connector was found inside of the device's low pressure external o2 port. When the device was tested with the broken connector in its low pressure o2 port, ventec verified that fio2 readings dropped. When the broken low pressure o2 connector was removed, fio2 resumed and was within tolerance. Proper device operation was then observed through functional and performance testing. Based on the information available, it's reasonable to conclude that the likely root cause of the reported issue was user error due to device use with a broken low pressure o2 connector.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.